Manufacturer narrative:
The reported events were ¿unable to fix the lead properly in the atrium¿ and failure to capture. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil. After cleaning, the helix could be retracted and extended by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
During an in-clinic follow-up, loss of capture was observed on the right atrial (ra) lead on a patient that was not pacemaker dependent. During the replacement procedure, it was not possible to position the ra lead into the atrium. A new lead was used to resolve the event. The patient is stable.